Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during first firing in the gastric sleeve and greater curvature (sleeve) on a laparoscopic gastric bypass, the green button of the stapler was able to be pressed but the handle was not able to be squeezed and few first pins noticed to be popped out. Another device was used to complete the case. There was no patient injury.